Event description:
It was reported that during routine follow-up of the asymptomatic patient, right ventricular pacing resulted in left ventricular evoked response. The physician suspected that a perforation had occurred. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.